Event description:
The reporter was diagnosed with osteoarthritis on her right thumb in (B)(6) 2010. She had surgery done on (B)(6) 2010, where she was implanted with the artelon cmc spacer. Since then she has suffered from pain, loss of range of motion, and discomfort. She is not satisfied with the result from the surgery, and now no doctor can help her. She tried contacting the surgeon who did the surgery with no good result. She met with another doctor who cannot help her. She is filing this complaint to add her name to the record that she has a problem with the device.